Event description:
A non-healthcare professional reported following an intraocular lens (iol) implant procedure, noticed displacement of the lens of 180º together with a significant decrease in visual acuity. Additional information was requested

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).